Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer was not feeling well and checked her blood glucose level. Customer's blood glucose level was over 400 mg/dl. The customer attempted to treat her blood glucose level with a 3.2 unit bolus but the insulin pump alarmed no delivery. Customer's blood glucose level dropped to 334 mg/dl after treating with the insulin pump. The alarm was resolved by changing the infusion set and reservoir. The device was not returned.